Event description:
The pt was complaining of pain which caused the need for the pts hip to be revised. This particular pt has a very thin acetabular wall so the surgeon felt that converting the bipolar hip to a tha would resolve the problem. No x-rays available for this case. MFR ref# 3005180920-2015-00041.